Event description:
A report was received that the patient was experiencing bladder side effects, gastritis and bladder retention which the physician believed were device related. The patient underwent an explant procedure. The patient¿s symptoms have not yet subsided.

Manufacturer narrative:
Additional information was received that the patient's symptoms were resolved following the explant procedure.

Event description:
A report was received that the patient was experiencing bladder side effects, gastritis and bladder retention which the physician believed were device related. The patient underwent an explant procedure. The patient¿s symptoms have not yet subsided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-70, serial/lot #: (B)(4), description: linear lead with enhanced stylet, 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.